Manufacturer narrative:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a clot was reported. During the procedure and after two hours, a clot was observed on the tip of the catheter. The catheter was changed. No patient consequences were reported. The clot observed was assessed as a reportable issue. The biosense webster, inc. Product analysis lab received the device for evaluation on march 6, 2019 and it was noted that there was no visual damage or anomalies observed. No clot was observed. The device was visually inspected, and it was found in good conditions. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed, and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30104523l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a clot was reported. During the procedure and after two hours, a clot was observed on the tip of the catheter. The catheter was changed. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The clot observed was assessed as a reportable issue.